Manufacturer narrative:
Patient information - unknown. Occupation - other, sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a revision of competitor product was performed on (B)(6) 2018, during which the custom hexalobe driver (c2149) tip broke upon inserting a reform ti polyaxial screw 10.5 x 60, the polyaxial screw was removed and replaced utilizing another driver readily available in the set. There was a delay to the procedure of less than 30 minutes as a result.

Event description:
It was reported that a revision of competitor product was performed on (B)(6) 2018, during which the custom hexalobe driver (B)(4) tip broke upon inserting a reform polyaxial screw 10.5 x 60. The polyaxial screw was removed and replaced utilizing another driver readily available in the set. There was a delay to the procedure of less than 30 minutes as a result. A 9.5mm tap was used prior to screw insertion.

Manufacturer narrative:
H3 evaluation - the broken driver was visually examined and a functional assessment of the lock mechanism was performed. The driver tip appears to have experienced a shear ductile failure due to torsional overloading. The lock mechanism appears to be functional. The complaint does not note whether the driver was properly tightened and locked. Proper tightening and locking of the driver promotes load sharing such that the driver tip is not subjected to all of the load, and locking the driver ensures load sharing is maintained by not enabling a loosening of the driver from the screw to occur. Due to the dynamic stresses that are placed on instruments of this type, normal usage reduces the strength of the metal and thus imparts a finite service life. No corrective actions are being recommended at this time since the device is likely to have exceeded its service life since it has been in field use for 2+ years at time of incident. Also, a root cause as to the reason excessive torque was applied cannot be determined. Review of device history record found 2 pieces of lot qc13669-1 were released for distribution on (B)(6) 2016 with no deviation or anomalies. Two-year complaint history review found this to be the only report of this nature for this part number.

Event description:
It was reported that a revision of a competitor product was performed on september 28, 2018, during which the custom hexalobe driver (c2149) tip broke upon inserting a reform ti polyaxial screw 10.5 x 60mm. The polyaxial screw was removed and replaced utilizing another driver readily available in the set. There was a delay to the procedure of less than 30 minutes as a result.